Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 550mg/dl, and she was treated with an insulin drip. The mother mentioned that her daughter did not receive any alert from the insulin pump. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.